Manufacturer narrative:
Patient's identifier, implant and explant dates were not provided. When the requested information becomes available, supplementary report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced fracture of bone.